Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient was admitted with the main complaint of pain and nasal bleeding for 1 hour after head and facial trauma. One hour before admission, while riding a two wheeled electric bike, the patient accidentally hit the iron rod in the hospital. At that time, the patient felt head and facial pain, bilateral nasal bleeding, no consciousness disorders, no headaches or other discomforts. The patient immediately went to the outpatient department of the hospital for nasal bone CT (thin-layer scan) and cranial CT plain scan, which showed: 1. No obvious hematoma was found in the skull, and follow-up examination is recommended. 2. Swelling of soft tissues on both sides of the forehead. 3. Consider multiple lacunar infarctions in the brain and age-related brain changes. 4. Nasal bone fracture with swelling of surrounding soft tissue. 5. Thickening of the mucosa of both ethmoid sinuses. The outpatient department planned to admit the patient with 1. Nasal bone fracture; 2. Skin laceration (forehead, nose); 3. Nasal bleeding; 4. Post traumatic wound infection physical examination: swelling of the forehead, approximately 3 by 3 cm of skin contusion on the forehead, sand covering the wound, and slight oozing of blood. Swelling and tilting of the external nose, irregular lacerations of about 3cm in length on the skin at the base of the nose, irregular gaps and lacerations of about 3cm on the skin at the nasal wing, active bleeding, collapse of the nasal back, obvious tenderness and bone friction, blood stains visible in the bilateral nasal vestibule and nasal cavity, active bleeding, swelling and congestion of the nasal mucosa. Skin abrasion on the left upper limb. After admission, the patient experienced redness, swelling, and pain at the suture site, as well as itching on the skin. The patient had inflammation and wound secretion. A feeling of stuffiness in the head. Physical examination: facial swelling, 0.5 by 0.5cm skin defect on the forehead, with subcutaneous tissue surface secretion attached. On the right nasal wing, 0.5 by 0.5cm skin defect, with white secretion attached to the subcutaneous tissue surface, and purulent secretion at the suture site. Vaseline gauze was used to fill both nasal cavities, and a small amount of bloody discharge was observed. Considering systemic allergic reactions to sutures, treatment with clindamycin phosphate injection for anti infection and strengthening local dressing changes is recommended.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much purulent secretion and bloody discharge is present in this wound? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?